Event description:
The customer received questionable results for approximately five to ten patient urine samples tested for total protein urine/csf (total protein). The customer stated that the issue has been ongoing and intermittent for two weeks. The customer states that their site performs protein electrophoresis on all urine samples which are tested for total protein. For the samples in question, the results from the protein electrophoresis did not correlate with the initial results. The customer then repeated the samples, obtaining very different results. The customer provided examples of results from four patients. Of the four patients, two were found to have erroneous results. All initial results were reported outside of the laboratory and corrected reports were issued for the repeat results. The repeat results were considered to be correct. The first sample initially resulted as 15.1 mg/dl. The sample was repeated and resulted as < 4.0 mg/dl accompanied by a data flag. The second sample initially resulted as 83.3 mg/dl. The sample was repeated and resulted as 13.5 mg/dl. The patients were not adversely affected by the event. The total protein reagent lot number was 65928401 with an expiration date of 06/30/2013. The field service representative determined that there was a fluidic failure. There was a blockage of the nozzle on the rinse mechanism and it was overflowing. He cleaned the nozzle. He performed system diagnostics successfully. The customer performed calibration, quality control, and precision successfully.